Manufacturer narrative:
The pacemaker and the leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned device data. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on february 27, 2023, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. The reported noise could be due to unipolar sensing in the atrium and ventricle. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. During follow-up on march 27, 2023, the atrial and ventricular sensing was re-programmed to bipolar. The manufacturing process for this pacemaker and the associated leads was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The pacemaker activated the safety backup mode due to the detection of invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After re-initialization the device is operating as specified. The root cause for the reported noise was not conclusively determinable. However, it cannot be excluded that the unipolar lead configuration during backup mode activation has contributed. Based on all data available for analysis no device malfunction was noted.

Event description:
Oversensing on this rv lead was detected. The device switched to safety mode. Episodes of noise in both the atrial and ventricular channels were found during the in-hospital follow-up. Noise could be slightly reproduced only in the atrial channel by provocative maneuvers. The device has been reprogrammed and the patient will be revaluated. Lead currently remains implanted. Should additional information be received, this file will be updated.